Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this pd patient disconnected from treatment due to cloudy effluent and was hospitalized on (B)(6)2024 for peritonitis. In additional follow-up, the reporting pdrn indicated that prior to the start of pd treatment (on (B)(6)2024) the patient had symptoms of cloudy pd effluent and abdominal pain. The patient-initiated pd treatment but then disconnected from dialysis to go to the hospital and the patient was admitted. The nurse reported the patient had a pd culture obtained in the hospital. However, the pd culture results were pending. The nurse confirmed the patient is being treated for peritonitis using vancomycin (dose unknown) intravenously (IV). The patient is receiving pd therapy in the hospital; details are unknown and is reportedly recovering. The patient remained in the hospital at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage due the damaged heater tray. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak, teach pump, and valve actuation tests were performed and passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this pd patient disconnected from treatment due to cloudy effluent and was hospitalized on (B)(6) 2024 for peritonitis. In additional follow-up, the reporting pdrn indicated that prior to the start of pd treatment (on (B)(6) 2024) the patient had symptoms of cloudy pd effluent and abdominal pain. The patient-initiated pd treatment but then disconnected from dialysis to go to the hospital and the patient was admitted. The nurse reported the patient had a pd culture obtained in the hospital. However, the pd culture results were pending. The nurse confirmed the patient is being treated for peritonitis using vancomycin (dose unknown) intravenously (IV). The patient is receiving pd therapy in the hospital; details are unknown and is reportedly recovering. The patient remained in the hospital at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a device malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this pd patient disconnected from treatment due to cloudy effluent and was hospitalized on (B)(6) 2024 for peritonitis. In additional follow-up, the reporting pdrn indicated that prior to the start of pd treatment (on (B)(6) 2024) the patient had symptoms of cloudy pd effluent and abdominal pain. The patient-initiated pd treatment but then disconnected from dialysis to go to the hospital and the patient was admitted. The nurse reported the patient had a pd culture obtained in the hospital. However, the pd culture results were pending. The nurse confirmed the patient is being treated for peritonitis using vancomycin (dose unknown) intravenously (IV). The patient is receiving pd therapy in the hospital; details are unknown and is reportedly recovering. The patient remained in the hospital at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Correction: g4 (PMA/510(k)#).